Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse noted that a leak was found due to loose detergent hose, two sensors were destroyed from the leak. The device was repaired and verified according to original equipment manufacturer (OEM) manual, software attributes have been verified and confirmed and the device was fully tested and placed back in service. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor was leaking orange fluid and the detergent indicator was lit when detergent was full. Upon a visit to the site by an olympus field service engineer (fse), it was noted, the detergent replacement indicator did not appear. This report is being submitted for the malfunction found during evaluation by the fse. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected based on available information at the time of the initial report submission: e2/e3, g2 and h6 "type of investigation." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been lmore than 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the user did not use the equipment at all after replacing detergent. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use section: "7.16 preparing the reprocessor for long-term storage." Olympus will continue to monitor field performance for this device.